Event description:
During a remote follow-up, episodes of oversensing and an increased capture threshold were observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead damage. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the right ventricular (rv) lead was capped and replaced.